Event description:
Preoperative diagnoses and indication: vaginal mesh erosion. Persistent stress urinary incontinence. Postoperative diagnoses: same. Procedures: transvaginal removal of vaginal mesh for a cystocele. Pubovaginal sling.